Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01408. It was reported that patient¿s leads had migrated out of the epidural space. As a result, the patient underwent surgical intervention on (B)(6)wherein one of the lead was explanted and replaced and another one was repositioned which resolved the issue. Reportedly, effective therapy was restored post-operatively. It is unknown which lead was explanted. Therefore, both the leads were reported as explant.